Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been shaking lately and they went to check with the programmer and couldn¿t get the correct icons. The caller wasn¿t with the patient during the call so troubleshooting couldn¿t be done. The caller didn¿t remember the icons on the screen but could call back when they had the equipment and was near the patient to check the status. It was reported that the caller was shaking and said they were currently in the hospital for other issues and had been there for 3 weeks. The caller stated they didn¿t want to send home because they just finished antibiotics for aspirated pneumonia as well as infection. The caller stated that the patient was on feeding tubes and the tube got pushed out and the aide didn¿t know what to do. The caller said the handheld wasn¿t working and they couldn¿t remember when it started. Oct 21 was when the patient started shaking. They had turned the battery off that day because they went to the hospital for some tests and the caller turned it back on.